Event description:
It was reported that non-sustained rv oversensing from rv lead was observed. It was noted that the patient was also in afib with rapid ventricular response (rvr). Lead externalized was observed per x-ray. The lead was capped and replaced. The patient was stable.